Event description:
Diligence is completed and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, acetabular cup was revised approximately 21 years post-implantation due to lysis and pain. A multihole cup was implanted with an mdm construct. Diligence is completed and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.